Event description:
On (B)(6) 2011, it was reported that the pt experienced acute pain at the lead location following an implant. The hcp thought the pain was caused by a muscle spasm or a possible serum pocket. The hcp later took a CT scan and told the pt the pain was caused by the way she was healing. The pt saw her neurologist on (B)(6) 2011 who saw a "loop" in her ack and though that was causing the pain. Add'l info received on (B)(6) 2011 reported that the pt had two leads replaced on (B)(6) 2011. At some point after the revision, the pt lost stimulation sensation in the left leg. Reprogramming on (B)(6) 2011 did not resolve the problem. An x-ray was taken and showed that the left lead had stopped half way. The pt had fallen two to three times since the revision, including (B)(6) the staples were removed after the revision surgery, but reported that stimulation was still present after the falls.

Manufacturer narrative:
(B)(4).